Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable vancomycin results for two patient samples. The serial number of the analyzer involved was either (B)(4) or (B)(4). Patient 1 initial result was 3.06 ug/ml and the repeat result was 15.68 ug/ml. Patient 2 initial result was 2.98 ug/ml and the repeat results was 32.99 ug/ml. The erroneous results were not reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 618544. The expiration date was requested but was not provided. A specific root cause could not be identified. As calibration and qc were acceptable, a general issue with the reagent or instrument could be excluded. Based on the provided reaction monitors for the samples, the issue is most likely related to pre-analytical issue and due to presence of fibrin or microclots in the samples.